Event description:
Allegedly, the head was removed during a revision surgery. No complaint was stated.

Manufacturer narrative:
Additional information/correction: this item was removed during the revision of another product. Investigation is not complete. No complaint was stated against this item. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in another country.